Manufacturer narrative:
(B)(4). Medical product: vanguard cr femoral component cat#: 183012, lot#: unk. Vanguard cr tibial bearing cat#: 183460, lot#: unk. Biomet cc I-beam tray cat#:141225, lot#:unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.   Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07541, 0001825034 - 2018 - 07543, 0001825034 - 2018 - 07545, 0001825034 - 2018 - 07547. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was noted to have wound drainage and treated with keflex eleven days after primary right total knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.